Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader kit were reviewed and the dhrs showed the freestyle libre reader kit passed all tests prior to release. Therefore all review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer received an "error-9" the adc freestyle libre reader. On (B)(6) 2019, as a result of the caregiver being unable to monitor the customer's glucose, the customer experienced tachycardia, sweating, and symptoms of fainting and was treated with glucose by an hcp. There was no report of death or permanent injury associated with this event.